Event description:
The cincinnati sub-zero blanketrol iii system was being used to cool body temperature to 33.5. The body temperature never got below 34.0. The nurse noticed that there was no water in the cooling blanket. The cincinnati sub-zero blanketrol iii system was switched out. No untoward patient effects.